Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but after cutting the tissue, bleeding occurred. Another device was used to stop the bleeding and complete the procedure w/o incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested by to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.